Event description:
It was reported that during a laparoscopic gastric bypass procedure on the third firing with blue reload on the stomach. The device stapled but did not cut. There were no issues with the cutting of the device with the first and second firing. Another device was pulled to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4).: information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one cartridge reload present. The cartridge reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device performed properly during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. A photograph was returned and reviewed by ees design engineer: "it appears some staples deployed past the cut line. The device is designed to deploy staples past the cut line."